Event description:
An event was reported involving a customer who fainted in july and was subsequently hospitalized. She was admitted to the intensive care unit on (B)(6) due to hypoglycemia. The user did not recall her glucose level at the time, but the sensor had shown accurate readings, and a low glucose warning was acknowledged on her pump. Treatment with intravenous (IV) fluids and saline resolved her low blood glucose issue. No pump, cartridge, or infusion set issues were identified at the time of the incident. No other information could be recalled by the customer and she was discharged from the hospital on (B)(6) with no permanent damage sustained. Cause of the customer's low blood glucose level was unknown.